Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that the outlet valve of the orthopat machine was broken. No donor or operator injury or reaction was noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report that the outlet valve of the orthopat machine was broken. No donor or operator injury or reaction was noted. Upon evaluation of the device the reported problem was confirmed. A saline spill was also found inside of the machine. Components which were contaminated and/or damaged were replaced. The machine is now ready for use. (B)(4).